Event description:
During the procedure the device connection shorted according to the information reported. No patient or user injury was reported. A backup device of the same kind was available for use.

Manufacturer narrative:
One dii footswitch part number 72201092 was received on august 25, 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. Footswitch failed functional testing with footswitch error message when plugged into a test control unit. Complaint of shorted connector was likely caused by damaged cord connector. Cord connector is extremely corroded and 1 pin is broken off. The broken pin could have shorted out when footswitch connector was hooked up to the control unit. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear. No containment or corrective actions are recommended at this time. Certain cleaning or disinfecting chemicals coming into contact with the connector could have contributed to the corrosion observed. Factors, which could have contributed to the broken pin, include misalignment of the connector when connecting to the control unit receptacle in which excessive force or twisting could cause pin damage. A review of the manufacturing records shows that this unit was released to distribution on or about august 17, 2015.